Manufacturer narrative:
Additional contact information: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) helium leak. A getinge field service engineer evaluated during troubleshooting helium leak discovered the helium tank was leaking replaced tank and performed pm same service visit.there was no patient involvement or adverse event reported. Fse replaced high pressure 3500 psig sensor quick disconnect valve, helium multiple, helium tubing assy and helium regulator performed complete pm with full calibration, functional testing and safety check to factory specifications. Unit passes all functional and safety checks and is ready for patient use. The patient involvement is unknown.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cardiosave intra-aortic balloon pump (iabp) cart had a high helium leak rate . There was no patient involvement.